Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficult to close was not confirmed as the lever was cycled open and closed, the foot was fully deployed and retracted with no resistance noted. The reported cause damage and entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to calcification, tissue, or suture caught in foot. The inability to close the foot likely contributed to the device entrapment. Factors that can contribute to the device cause damage, include, but not limited to anatomical interference with either device during removal causing interaction between devices. The patient effects and treatment appear to be related to circumstances of the procedure. The patient effects of vascular dissection and hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: corrected lot # from 5101241 to 5101242.

Manufacturer narrative:
D4: corrected primary UDI number from (B)(4) to (B)(4).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the first prostyle device was deployed and preplaced as intended. During deployment of the second prostyle device, the device was deployed however, the footplate felt different, and resistance was noted lowering the lever. The footplate would not retract, and the device was stuck. Multiple attempts were made to remove the device, and a vessel tear occurred. At the same time, the second device damaged the first preplaced suture. A balloon device was advance on the left side, with the up and over technique and the balloon was inflated at the access site to temporarily stop the bleeding at the tear, and a vascular surgeon was called. The sheath was upsized to a 14f, and the tavr procedure was completed. Vascular surgery was then performed to remove the device and first suture, to treat the vessel tear, and achieve hemostasis. There was no reported significant delay in the procedure or therapy. No additional information was provided.